Event description:
It was reported that a resuscitaire warmer unit was in "pre-warm" mode. At an unspecified time after unit was put in pre-warm mode, the staff observed smoke and flame coming from the top of the warmer module cover. The fire department was notified, but there is no indication they had to intervene. There was no pt in the unit at the time, and there was no report of injury. The biomed removed top cover of the warmer module and observed one of the heater wires was detached and there was evidence of residue inside. The facility has requested a tsr to evaluate the failed unit along with their other units.

Manufacturer narrative:
A draeger tsr evaluated the device, and returned the heater element. The eval of the returned heater element and the cause of the reported event is ongoing. A follow-up report will be submitted when the investigation is complete.